Manufacturer narrative:
Cts reviewed the log files and determined the provue instrument did not show any variation in testing protocols, there were no error codes. Cts discussed the specificity of antibody (anti-m) and possibility of nature of antibody, (igm vs igg) and the pre-warming of gel cards on provue prior to testing could minimizing the reaction or eliminate the anti-m reaction altogether. This instrument has been investigated. On 06-11-2016 an ocd field engineer (fe) arrived at the customer site and inspected the provue, looked at syringe, probe, wash station, gripper, centrifuge and no malfunction identified. The root-cause could not be confirmed although the most probable root cause is associated with the nature of anti-m as the temperature during testing could minimize, eliminate or enhance the reaction.

Event description:
Customer reporting false negative reaction to a patient's antibody screen tested on the provue but reacted positive by manual gel . Customer stated sample in question was initially tested on the provue for 2 cell screen test on (B)(6) 2016. Provue issued negative results for the abs screen. Customer performed is crossmatch and 2 units of packed cells were transfused to patient. More transfusion order was requested. Upon performing is crossmatch, the crossmatch was incompatable. Antibody screen testing was repeated by manual gel method, customer indicated 3+ reaction to screening cells. Antibody ID indicated anti-m showing dosage. Sample was repeated on provue and again getting negative reaction.